Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was having an intermittent power issue. The pump was not available at the time of the call to troubleshoot. Animas has attempted to follow up with the reporter regarding the issue but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings:the pump battery compartment was observed to be cracked at the threads and was found to have damaged threads. The pump battery compartment was observed to have moisture contamination inside of it and on the underside of the battery cap. The pump was unable to power on due to the moisture contamination. A pump leak test was performed and the pump was found to be leaking from the battery compartment crack. The pump was opened and additional moisture damage was observed throughout the inside of the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.